Manufacturer narrative:
Reason for voided: guardian component is not reportable by microport orthopedics.

Manufacturer narrative:
There was an error found in the assessment of the reportability of this event. Updated implantation date and evaluation codes.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent a revision surgery due to the hinge component fracturing. Additional information received on 09/16/2020 : adding product information.